Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Technical support instructed the caller to return the malfunctioning pump to tandem using a provided return box and label. A replacement pump was sent to the customer.